Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and blank display. The customer blood glucose level was high 545 mg/dl. The customer also report the blood glucose were high 200 mg/dl and also report the 320 mg/dl. Customer treated with insulin pump. The customer state that contacts on the battery cap were neither missing nor damaged. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23 alarms were noted. Blank display not confirmed. Low battery alert greater than 1 week not confirmed low battery alert less than 1 week not confirmed. Pump received with label damage.